Event description:
Independent repair center: alleged key failure, cracked. Low o2 or yellow light. As stated on the repair statement independent repair center: alleged key failure barb with nut sieve bed cracked. Low o2 or yellow light.